Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a total ankle replacement with stryker star. The patient then underwent a revision of the stryker product with a wright medical total ankle . The patient is now undergoing a revision with the use of prophecy invision. The surgeon is wanting to revise only the talus if possible.